Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec with respect to the reported symptom (does not recognize a closed door), which was reproduced. The eval experienced a constant load set message, corresponding with the reported symptom. The messages were found to be caused by a loose link screw. The screws were replaced to correct this condition.

Event description:
It was reported that a spectrum pump does not recognize when the pump door is closed. It was also reported there was no pt injury.